Event description:
A us distributor reported that a battery was unable to charge.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (won't hold charge) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the j2 pin2 was bent. The root cause for the damaged pin was physical abuse. No adverse event resulted from the damaged battery.